Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and it was concluded that the customer tried to fix the machine by themselves in which both nozzle unit¿s feather spring were bent/deformed during the replacement in the hospital. The provided logs confirms the reported issue at the date of event. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Both nozzles have been sent back to the manufacturer. However, it was not possible to investigate the nozzles as both the feather springs were bent/deformed in the hospital. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).